Manufacturer narrative:
Device evaluation completed on may 29, 2026: since no serial number was available on the returned devices, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have an area of shell abrasion on the anterior view. In addition, a tear was noted within the shell abrasion measuring approximately 3.1 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Physical examination confirmed that both implants were received in a ruptured condition. Because the implants share the same lot number, it was not possible to determine which belonged to the right or left side. Consequently, a second impacted product (B)(6) was created to permit analysis of the remaining implant.